Event description:
The MFR received info alleging a ventilator's displayed readings were not accurate. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's porting block to sensor board tubing was reconnected to address the issue.